Manufacturer narrative:
Lot number was not reported. Turnpike spiral was returned with a 0.012" guidewire still inside the catheter shaft. The wire was sticking out the distal tip approximately 5 mm. The distal tip was intact but showed signs of circular damage around the tip junction. The catheter showed signs of excessive torque along the distal 70 cm of the shaft. The nylon threads remained intact, unable to remove the wire pre and post cleaning. The catheter tip showed signs of excessive torque. The distal tip of the catheter showed signs of excessive torque. The IFU specifically warns to "never advance, withdraw or rotate an intravascular device against resistance until the cause of resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury." The turnpike IFU states "never advance the turnpike spiral or turnpike gold catheters into a vessel with an effective diameter smaller than 1 mm. The catheter could become lodged and result in vessel injury". The device appears to be made to specification and was free from manufacturing defects .

Event description:
Turnpike got lodged/trapped in lad. Could not get catheter dislodged or un-trapped after many unsuccessful attempts. When finally able to dislodge completely dissected lad. This was a cto pci in a very heavily calcified vessel. The turnpike spiral met significant calcium during the case and physician kept trying to advance further with the catheter and it got stuck. They tried to unscrew the device out of the vessel to get it out, but it didn't work. Ultimately a lab tech suggested that they try to put rotaglide down the vessel and let it sit around the turnpike spiral. This loosened it up and he was able to get it out. When he pulled the turnpike spiral out, the wire came with it and they dissected the vessel as they pulled out. There was no report of anything being left behind in the vessel after removal. Site does not have a lot number since they threw the product away right after the event. They will try and locate if possible.